Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC broke outside of the body of the patient. Customer suspects material fatigue - by bending of the body-part. Catheter was fixed with statlock and securacath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use related. One 6fr triple lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was observed to be trimmed at the 17cm depth marking. A functional testing of flushing the three lumens of the catheter with water using a 12ml syringe was performed. A leak was observed just distal to the molded joint while flushing the red lumen. A microscopic observation revealed a split where the leak was found. The edges of this split were observed to be rough, and the fracture surface was observed to have an uneven and rough texture. A crease was also observed at the split, and the catheter was observed to kink easily at this location during manipulation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. This complaint will be recorded for future trending and monitoring purposes.